Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated.

Event description:
Allegedly, during the procedure, a breakage of the terminal part of the instrument occurred.